Event description:
It was reported, the patient lost a lot of weight and wanted the battery deeper because they wanted to lose more weight. The pocket was revised. There was 24 months of battery life left so the device was not replaced at the revision. ¿normal eri¿ was also noted. Information received two days later indicated the pocket revision was done successfully. The impedance check was good and the lead position was not moved or compromised in the procedure. It was unknown if the patient was still getting benefit after the revision. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v292728, implanted: 2009 (B)(6); product type lead. (B)(4).